Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event occurrence. A philips field service engineer (fse) went onsite and found that the power panel of the m cabinet was defective. To resolve the issue, the fse replaced the power panel and performed the necessary calibrations. The defective part was returned for analysis, which identified a power supply failure as there was no 12vdc output. After the replacement and calibrations, the system returned to use in good working order. The codes have been updated based on the investigation's outcome.